Event description:
Needle is not staying attached to syringe tightly. Needle has popped off the syringe while giving a medication, and fallen off while drawing up a vaccine after being twisted to tighten.